Manufacturer narrative:
Recall number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisory\ies. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue. The patient stopped recharging the ipg thus the ipg was inoperable.